Event description:
Caller reported experiencing alarm 2 followed by alarm 26 due to an occlusion issue with the insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller through a series of troubleshooting steps, including disconnecting the tubing, performing a bolus delivery, and changing the cartridge. The customer followed the instructions and successfully resumed insulin therapy by changing supplies as necessary.